Event description:
It was reported that a long trochanteric fixation nail (tfn) was implanted in (B)(6) 2014. The patient went on to heal, and subsequently fell on the operative side, projecting the helical blade through the femoral head and into the acetabulum. A revision surgery was completed on (B)(6) 2015 to remove nail, blade and (1) locking screw and all explant implants were removed intact. Procedure was successfully completed without any surgical delay. Patient status/outcome was unknown. This is report 1 of 2 for com-(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Unknown when nail migrated through femoral head. (B)(4). Expiration date: december 2020. Implanted date: (B)(6) 2014 ¿ exact implant date unknown. The investigation could not be completed; no conclusion could be drawn, as no product was received. DHR review ¿ manufacturing location: monument. Manufacturing date: 01/25/12 expiration date: 12/2020. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.